Manufacturer narrative:
Based on the information provided, it is unk how the device may have caused or contributed to the event. The plant investigation is pending. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal nurse called into technical support to report used effluent had migrated back to empty solution bags after patient had completed treatment, disconnected, and empowered the cycler off. The clamps remained open during this time. A review of the treatment data revealed in drain 5 an overfill had occurred which resulted in a drain volume 182% larger than the prescribed fill volume. According to the peritoneal dialysis nurse, the patient did not require medical intervention. The cycler has been returned to the manufacturer.